Manufacturer narrative:
Evaluation of the returned devices found the crowns of all multi-axial screws (mas) are showing impactions due to tightening with a spinal rod. For three mas, the deformation is asymmetrical which is consistent with the transmission of flexural loads through the connection whereas the deformation is symmetrical for the other mas, consistent with proper tightening of the connection. Each rod presents 6 marks coming from the tightening of the setscrews at the posterior side and 6 marks coming from the crown of the mas at the anterior side. Both rods present marks coming from the benders used to contour the rods. All setscrews present worn surfaces at the flat bottom which are consistent with the tightening of the rods. No pre-existing defects have been identified on the returned implants which can be responsible of the event. The analysis of the implants shows a proper tightening of the mas. Unlocked setscrew cannot be identified on the returned implants.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a procedure with posterior fixation. An unknown time post-op, instability of the level above the construct was observed and a new surgery was decided upon. During the revision surgery, it was reported that "the setscrews were found to be unlocked and some of the screws tied up."